Manufacturer narrative:
(B)(4). Quality assurance product analysis is awaiting return of the jetstream catheter. The spider filterwire guide wire is not listed in the jetstream system IFU as a compatible device. See scanned page.

Event description:
The site reported the following: a jetstream xc 2.4 atherectomy set was being used to treat a severely calcified sfa lesion. The spider guidewire being used stuck in the catheter and then completely froze the console. The physician decided to remove the catheter and guide wire as a unit. The physician then chose to complete the procedure using another jetstream catheter and spider guide wire. The overall procedure was successful.